Event description:
It was reported that during a heart valve replacement procedure the leads were damaged. The lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: lfj194256v the proximal segment of the lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6947 lead, implanted: (B)(6) 2011; 4194 lead, implanted: (B)(6) 2013; d314trg ICD, implanted: (B)(6) 2013. (B)(4).